Event description:
It was reported that the device failed to detect a pt connection during a cardiac arrest. The pt's cardiac arrest. The patient's cardiac arrest was not witnessed and their down time was not known. A second set of defibrillation electrodes were available, but were not applied to the pt. An advanced life support (als) crew arrived after the initial responders with a zoll device. The defibrillation electrodes on the pt were removed and a new set was applied. Defibrillation therapy was delivered to the pt with the zoll device; however the pt was not resuscitated. There was no further information on the pt or the event provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.